Manufacturer narrative:
Device still implanted.

Event description:
An attempt was made to implant a percival pvs25. The stent did not reduce properly (approximately 90% reduction). However, the holder was able to capture the valve, so the valve was implanted. The valve was not delivered properly during implantation, and was seated too high over the aortic annulus. The valve was then retrieved from the patient, and the collapsing problem persisted. It was reported that the valve was then re-implanted with approximately 75% reduction of the stent, but the implantation failed again. The valve was then re-positioned manually and left in place. Prior to the attempted implant of this device, attempts had been made to implant a different perceval valve, but collapsing difficulty was encountered. The details of the initial collapsing issue are reported separately under the manufacturer identifier #(B)(4). The total delay in procedure resulting from the two events was 45 minutes. The patient was stable at the time of follow-up, and had been discharged from ICU. Control tte confirmed normal bioprosthetic valve functionality.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not available for return, no device investigation could be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Device manufacturing date was inadvertently not reported with the last follow-up.